Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. Visual inspection found the device to be in good physical condition. Functional testing and the review of the alarm log did not reveal any alarms that indicated a f-38 alarm. The reported issue could not be verified through evaluation. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.